Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had air bubbles in their reservoir. The customer reported noticing the air bubbles when their blood glucose was high. The customer stated the air bubbles would be small and then get larger once in the tubing. Customer reported observing air bubbles two inches long. The customer's blood glucose was 230 mg/dl. Customer stated they did not rewind the insulin pump with the reservoir in place. Customer also reported storing insulin at room temperature. It was also found air bubbles persisted after a set change. Customer was provided with instructions on how to fill their reservoir. The reservoir will not be returned for analysis.